Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing and undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.